Event description:
Information received by medtronic indicated that the water were present on screen. Insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
S.w version unknown. Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the battery side and exposure to moisture found on (B)(6) 2021. Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. Pump was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba 1 due to corroded pcba 1. Corrosion was also found on the pcba 2, force sensor, motor assembly, vibrator assembly. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Pcba 2 was cleaned using isopropyl alcohol and swapped out with a working test pcba 1, case, internal battery and motor. Using the battery simulator, the pump was still unable to power up. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corroded pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery side. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to corroded pcba1. Unable to download history files and traces confirmed. Pump exposed to moisture confirmed. (B)(4).